Event description:
It was reported that the patient presented for an implant procedure. During the implant, it was observed that the right ventricular (rv) lead exhibited insulation break and low pacing impedance. The rv lead was not used, and was replaced. The patient was stable.

Manufacturer narrative:
The reported events of insulation damage and low lead impedance were confirmed. As received, a complete lead was returned in one piece. Visual examination found the outer and inner insulations were breached and the outer coil was bent at the suture sleeve tie region consistent with damage caused by overtightened suture. The cause of the reported events was isolated to the breached insulations due to suture tie down forces.